Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The new leg holder side rail that you guys recently sent us is splintering again. This was noticed by the hospital spd manager when it was being cleaned. A replacement will be need at the earliest convenience please. Carbon fiber is splintering and pitting. Type of case: tka. Update: per (B)(6), the spd manager did not state whether anyone was hurt by this event.

Manufacturer narrative:
Reported event: customer reported that there was splintering on the base bar used with the stryker leg holder. Device evaluation and results: device evaluation was performed and the base bar assembly event was confirmed. Device history review: review of the device history records indicate 40 devices were manufactured and inspected on 11-15-16 and were accepted with no reported discrepancies. Complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding the base bar assembly. There has been two other events for the referenced lot number. Prs # (B)(4) - were found to be from the same lot as the part in this complaint. The parts from prs # (B)(4) displayed a similar failure. Conclusions: the base bar assembly shows signs of wear. Very small chips on the bar can be observed. Pitting is common due to the manufacturing process. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time.

Event description:
The new leg holder side rail that you guys recently sent us is splintering again. This was noticed by the hospital spd manager when it was being cleaned. A replacement will be need at the earliest convenience please. Carbon fiber is splintering and pitting. Type of case: tka. Per (B)(6), the spd manager did not state whether anyone was hurt by this event.